Event description:
It was reported that the device was fractured. A 135/10 renegade hi-flo was selected for use. Upon preparation, while still in the tray, a surface fracture exposing the mesh was noted. There were no patient complications reported.